Event description:
It was reported that the patient experienced hemoptysis during a heart failure sensor implant procedure. Physician believed hemoptysis occurred due to pre-delivery system wire manipulation to gain proper site. The implant was successful and patient was stable.